Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735737, software version #: 2.1.0 h3, h6). The system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. H3, h6) software data was received on 18-aug-2025 and is pending analysis. Codes b21, c21, and d16 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after registering the patient and setting up the sterile field they found the navigation was about 2 cm off superficial. The manufacturer representative (rep) made sure sterile frame and articulating arm connection was tight, confirmed articulating arm had not moved. Site made sure arm drapes were not preventing connection. Site reregistered patient, re-draped, and were able to continue with surgery. Patient present. 10-15 min delay.